Event description:
Litigation alleges that patient has had pain and stiffness in his groin and hip area, but was informed that there was nothing wrong with the implant. However, he is concerned about a possible revision surgery in the future.

Event description:
Additional information: litigation papers allege the patient has elevated blood metal ion levels and has been recommended for revision surgery.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this investigation closed.

Event description:
Update rec'd 3/31/2015- amended litigation received. Dor provided. The stem and sleeve are being added to the complaint. This complaint was updated on: 04/13/2015.

Manufacturer narrative:
Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.